Event description:
Customer was hospitalized for low blood glucose levels. Customer stated that her md feels her blood glucose levels went low because she had lost some weight but she continued to use the same basal rates. Per md, an adjustment was made to the pump settings.